Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient returned from the beach and reported that he felt unwell. His cgm displayed values between 200 ¿ 300 mg/dl most the day, he self-treated with insulin and took a shower. While in the shower, he lost consciousness, fell, developed shallow breathing and 'shriveled' extremities which limited the parent¿s ability to perform a bg. The parents called 911 who advised them to establish an airway and start chest compression on the patient while waiting for the paramedics. When the paramedics arrived, a bg was performed which was 20 mg/dl, and IV dextrose was administered. The patient regained consciousness and once his bg stabilized, he declined transportation to the hospital and recovered at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.